Event description:
It was reported that the patient had a lead repositioning, and the next day while interrogating the device, the ventricular fibrillation (vf) counter was high due to a double counting of r-wave. It was noted the false detection was due to lead dislocation issue. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 14907 of 19680 lifetime v-sic are recorded beginning (B)(4) 2014. There are 13 non-sustained tachycardia (nst) and one ventricular fibrillation (vf) events of less than 220 ms v-v cycle recorded between (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).